Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that during repair of the device new issues occurred and error codes 1 and 5 were generated. Identification of issue has been done by analyzing problem description. Technician clarified that the new issues was in fact internal leakage test failures with error codes 1 and 5. The inspiratory pipe was cleaned and all connections were reseated. The device was delivered to the user in working condition. The issue was reported to competent authority in abundance of caution as mention error codes 1 and 5 could be technical errors 1 and 5, which are power errors and may lead to stop ventilation. Further received information indicated that internal leakage test failed with error code 1 and 5 and was caused by inspiratory pipe malfunction. We do not consider that failure as a safety related, as inspiratory pipe is a part in inspiratory section, which is only housing or connector for multiply parts and will not affect ventilation. The root cause of the inspiratory pipe malfunction was not determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).